Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. Customer stated "we can't trust the product, I took the test and it came back negative and I had to go to the hospital and I'm positive for covid and influenza a."